Manufacturer narrative:
The sample was not returned. The sample itself was not received however a photograph of the line was received. The customer confirmed that the 3/8" x 3/8" connector located on line 5 was a user made connection to another manufacturer's tubing. The customer also acknowledge that the connection was not tie-banded. Per manufacturer's instructions for use (IFU), "the connection may result in a leak if the instructions for user made connections are not followed. All user made connections to pvc tubing must be, at a minimum, pushed past the first barb and tie banded." The device history record (DHR) was reviewed and there were no issues noted. Additional the connector inspection records passed incoming inspection and the coc indicated the component was deemed conforming by the supplier. All available information has been placed on file in the quality management for appropriate tracking, trending, and follow-up. (B)(4).

Event description:
It was reported that during the cardiopulmonary bypass (cpb) procedure, the tubing connector from the terumo cardiovascular procedure kit and the tubing from another manufacturer's kit disconnected, resulting in approximately 2000-2200 ml blood loss. This was a user made connection that had not been tie banded. There was a delay of approximately 3 minutes while the connector and tubing were reconnected. The user indicated there was no blood transfusion required. The surgery was successfully completed. It was also reported that there no serious adverse patient impact or post-surgical complications.